Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed, by service personnel onsite at the customer facility. The cause of the reported condition was determined to be a damaged left force-sensing resistor. The left force-sensing resistor was replaced in order to correct this condition. Should additional relevant information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flo-gard infusion pump that presented an f-38 alarm. It is unknown when, or in which care area, this event occurred. Patient involvement is unknown, however there was no patient injury nor medical intervention reported. No additional information is available at this time.